Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware, on (B)(6) 2016, that on (B)(6) 2016, there were continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred . Sensor was inserted on (B)(6) 2016, on the abdomen. It was reported that patient experienced variances of about 30-40 pts off of the cgm reading and their meter reading. It was also reported that patient took medication(s) containing acetaminophen. No additional event or patient information is available. Labeling indicates: taking medications with acetaminophen (such as tylenol or excedrin extra strength) while wearing the sensor may falsely raise your sensor glucose readings. The level of inaccuracy depends on the amount of acetaminophen active in your body and is different for each person.